Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: tridentii tritanium cluster56f; cat# 702-04-56f ; lot# 97643201a 6.5mm low profile hex screw 25mm; cat# 7030-6525 ; lot# uzv it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
I&d of of a left hip due to infection. Original surgery date was (B)(6) 2023. Revised the liner in the process.